Event description:
It was reported that a systemic infection occurred. The entire implantable cardioverter defibrillator (ICD) system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant product: 7122 lead, implanted: (B)(6) 2011-01-18; d334drg ICD, implanted: (B)(6) 2011. (B)(4).